Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 405 mg/dl at the time of incident. Customer reported other blood glucose values were less than 400 mg/dl, 258 mg/dl and 222 mg/dl. Customer reported that they got blood at site. Customer reported that they did not receive medical treatment as a result of the site issue. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.